Event description:
The customer reported, the 9800 system failed during the last shot of the case. They were unable to restart the system and the monitor blacked out. Found batteries to be faulty. No patient injury was reported.

Manufacturer narrative:
The service rep erased the flash program and reloaded the calibration files, replaced batteries in generator and x-ray controller, and changed the vapor proofing compound on the candlesticks. The unit operates as intended.